Manufacturer narrative:
The device is currently not available for analysis. Conclusions regarding the clinical observation cannot be drawn for the time being. The investigation will be continued as soon as new information is available. According to existing information, the patient underwent an MRI exam without reprogramming to MRI mode. After the event was noted, patient and implant were thoroughly tested. The result showed no change of the electrical values at the implant, lead, as well as the myocardium. The patient had no personal restrictions aside from the recorded event of the implant.

Event description:
It was reported that oversensing and also undersensing were observed in the atrial and ventricular channels about 17 months after the implantation. The device was not returned. No deterioration of the patient's state of health was reported.